Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer¿s blood glucose (bg) level was 400 mg/dl. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The customer reverted to an alternate method of insulin therapy.